Event description:
It was reported that the pt presents with little performance and hears a constant buzzing sound. The problem has been persistent since time of implantation. The clinic indicates that the pt should be performing much better than she currently does. Testing was carried out, which confirmed that the device is functioning within normal limits. Stimulation has been stable during continuous stimulation mode. Reprogramming tended to remove some or all of the buzzing. The patient is wearing a hearing aid on her contralateral ear, which appears to provide pt with significant benefit. Additional info was rec'd on 10/25/07 stating that the pt was accidentally implanted with a compressed electrode array instead of a standard electrode array. The surgeon expressed concerns regarding the labeling on the outside of the implant box. The pt may need to be revised with a standard electrode array to enable her to receive greater benefit. The pt is unable to understand speech without her contralateral hearing aid while wearing her speech processor only.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, an investigation analysis will be submitted as a follow-up report.